Manufacturer narrative:
Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced st segment elevation. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af), a farawave 2.0 nav catheter was selected for use. Left inferior pulmonary vein (lipv) and right superior pulmonary vein (rspv) ablations were performed. The patient was under general anesthesia for the procedure. While the catheter was in the ripv, due to the lack of space, the catheter splines were distorted with a suspected cobra shape. The physician attempted maneuvers to resolve the issue, but these maneuvers were unsuccessful. The catheter was replaced, and ablation of the right inferior pulmonary vein (ripv) was performed with a new catheter. The left superior pulmonary vein (lspv) was found, and after the ablation, an st segment elevation was noted. No air was observed in the catheter nor the patient. The spline deformation was not believed to have contributed to the st segment elevation. Coronary angiography was performed with a negative result. The patient was hospitalized in response to the event. The patient was fully recovered from the event. The first farawave catheter is expected to return for analysis.

Manufacturer narrative:
H6: impact codes- corrected. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that a patient experienced st segment elevation. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (af), a farawave 2.0 nav catheter was selected for use. Left inferior pulmonary vein (lipv) and right superior pulmonary vein (rspv) ablations were performed. The patient was under general anesthesia for the procedure. While the catheter was in the ripv, due to the lack of space, the catheter splines were distorted with a suspected cobra shape. The physician attempted maneuvers to resolve the issue, but these maneuvers were unsuccessful. The catheter was replaced, and ablation of the right inferior pulmonary vein (ripv) was performed with a new catheter. The left superior pulmonary vein (lspv) was found, and after the ablation, an st segment elevation was noted. No air was observed in the catheter nor the patient. The spline deformation was not believed to have contributed to the st segment elevation. Coronary angiography was performed with a negative result. The patient was hospitalized in response to the event. The patient was fully recovered from the event. The first farawave catheter is expected to return for analysis.